Event description:
It was reported to resmed that an astral device did not power on and had a faulty main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed for evaluation. If further information becomes available, a supplementary report will be submitted. Resmed reference#: pr (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, the investigation determined that the reported complaint was due to a defective main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on and had a faulty main circuit board. There was no patient harm or serious injury reported as a result of this incident.